Event description:
Per the info provided to co by the physician's office, the device was revised due to "right cylinder erosion, distal corpora cavernosa to urethra." As reported to co, nothing was removed, the area of the erosion was repaired and the device was left in place. 8/21/97 - in the operative notes, the physician surgeon stated that after the implantation of the penile prosthesis, the pt "had done relatively well until approx. 4 days prior to admission. With aggressive cycling of the device, he subsequently developed penile pain, especially on the right side. He underwent cystoscopy in dr office, demonstrating the right cylinder erosion."